Event description:
Simon nitinol filter legs were crossed upon deployment, but the dome did form correctly. The dr successfully used a catheter to untangle the legs. No further complications reported.